Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. Visual inspection and functional testing were performed. The reported condition of an f-94 alarm was confirmed in the alarm log. The cause of the f-94 alarm was determined to be the device being out of configuration. To correct the condition, the device was reset. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.